Event description:
Reportedly, during interrogation of eno sr pacemaker, after accessing the patient screen, there is a message that appears on the tablet saying that the cpr4 head needs to be repositioned whereas the cpr4 head is well positioned with blue leds on. The nurse performed a new attempt with a cpr3 head and the same message appears on the tablet.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The file analysis led to the following observations: - the reported issue was caused due to no communication between cpr4 and the device. More, there is no confirmation for communication errors with cpr3 head in the files provided. - the probable hypothesis is that there was too much noise in the room where that the follow up has been executed. - as a reminder, telemetry heads are sensible to the noise, a recommendation should be to change the operating room.

Event description:
Reportedly, during interrogation of eno sr pacemaker, after accessing the patient screen, there is a message that appears on the tablet saying that the cpr4 head needs to be repositioned whereas the cpr4 head is well positioned with blue leds on. The nurse performed a new attempt with a cpr3 head and the same message appears on the tablet.